Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. It was reported the therapy was not working which started 2 days prior to report and they needed to keep increasing the stimulation. The patient did not feel stimulation. The therapy was on and they felt the stimulation in the correct area. They increased the stimulation from 1.1v to 1.3v on program 1. They were directed to their health care professional (hcp) if their symptoms did not improve. Six days later it was further reported the patient had to get up 4 times the night prior to report. They usually had to get up about 6-7 times in a night prior to implant. The patient felt stimulation and they were able to increase stimulation from 1.3v to 1.6v successfully. The patient had a follow-up appointment at their hcp office on (B)(6) 2016. The patient increased stimulation from 1.6v to 1.8v because they did not get relief the night prior to report. They woke up 4 times but they had good relief during the day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.